Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a family/friend of the patient the patient was having a return of symptoms. While on the call, the caller was able to sync with the patient programmer and it showed stimulation was on, with the patient on program 3 and set to 4.1. It was reviewed to consider increasing the amplitude as the patient was not feeling stimulation and having a return of symptoms. The caller began to increase stimulation and was able to connect using the programmer antenna however the programmer kept going to poor communication. The caller repositioned the antenna but the programmer continued to go to poor communication. It was confirmed that the patient no longer had bandages over the ins or swelling. The caller was able to connect with out the programmer antenna and they were able to increase on program 3 from 4.1 and the caller stated the stimulation was too strong. The caller then decreased the stimulation and stated the patient was set to 4.8 and that the patient could feel stimulation comfortably. It was reviewed with the caller to consider increasing stimulation if the symptoms didn¿t improve after a few days. It was also reviewed that in the beginning, poor communication may be due to healing when using the programmer antenna. It was noted the patient¿s return of symptoms occurred that day about an hour before the call. There were no further complications reported/anticipated.